Event description:
It was reported that a pt had problems with his neurostimulator. The pt reported having telemetry issues with his device. The pt last charged his device approximately 6-7 weeks ago. The pt stated that he thought he felt "very faint stim" in his legs. The pt referenced a previous incidence of overdischarge after being electrocuted by a welder. The implantable neurostimulator has been returned to the manufacturer and additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.